Event description:
It was reported that a user experienced hyperglycemia while using the ilet after changing all infusion supplies, with no reported leakage, visual issues, scar tissue, bent cannula, or occlusion alerts, and the user believed no insulin had been delivered since the change. Symptoms included elevated blood glucose without reported ketone testing or fingerstick confirmation and without physical complaints. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included user interview, troubleshooting of infusion setup and delivery pathway, and review of device performance based on user reports. Investigation of this case revealed no confirmed device alarm or occlusion and no confirmed infusion set failure, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.